Event description:
The customer reported the cufflator does not hold pressure. The customer did not specify what date the issue was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue, needle moves up but does not hold pressure. No readings can be taken since the cufflator does not hold pressure. Rubber protective ring has cuts going around its circumference. Note: the instructions for use states: the cufflator should be calibrated annually, or if measurements fall outside of a range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).